Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. Based on the information reviewed, a conclusive cause for the reported pericardial effusion and single leaflet device attachment (slda) could not be determined. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and grasping was performed. Right before deploying the clip, a pericardial effusion was observed. The location and cause of the effusion could not be determined. The effusion was successfully treated with pericardiocentesis. The clip was deployed; however, approximately 20 minutes post-deployment, the clip detached from the posterior leaflet, but remained attached to the anterior leaflet (slda). Two additional clips were deployed to stabilize the slda. Three clips were implanted, reducing mr to 2+. There was no clinically significant delay in the procedure. No additional information was provided.